Manufacturer narrative:
Findings: pump received with blank display due to corroded battery tube. Unable to verify for motor error alarm and perform functional check including rewind and basic occlusion, occlusion, prime excessive no delivery, displacement test, self test, test and all operating current measurement due to blank display. The motor was tested outside to the device and passed. Pump received with minor scratched display window and cracked reservoir tube lip. No damage inside pump noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 7.5 mmol/l at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.